Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device did not work at all, had fallen apart, ball bearings missing, cage absent and cannot insert cutter. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal use and servicing over time and worn out bearings. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the attachment device had damaged bearings. It was noted in the service order that the device did not work at all, the cage was absent and the ball bearings had fallen apart and were missing. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.